Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl at the time of the event. The pod was worn longer than 48 hours on their leg. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Inspection of the device found the exposed portion of the soft cannula was observed to be torn. The exact timing and cause of the soft cannula tear cannot be determined. It is unknown if the tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.